Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr xl - right hip.  Reasons for revision: burning pain, clacking & elevated metal ions in blood. ((B)(6) 2017; cr 3.8 & co 11) doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.